Event description:
The user facility reported to terumo cardiovascular systems, that prior to cardiopulmonary bypass surgery, during prime, the oxygenator leaked at the water port. There was no pt involvement as this occurred during prime. The product was changed out. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation; therefore, the investigation has not been completed. Terumo will be submitting a f/u report when more info becomes available. (B)(4).